Event description:
The lay user/patient contacted lifescan alleging the meter continues to display the apply sample message. The issue was not resolved with troubleshooting. There were no allegations of harm or injury.

Manufacturer narrative:
The 510 (k) # is k082590.

Manufacturer narrative:
Follow-up # 1 ¿ (10/31/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 9/27/2013 and 10/24/2013, respectively, with the following findings:the meter involved with this complaint failed testing. The meter was found to have spc pin 3 lifted high. In addition, a secondary issue was noted when the meter was found to have broken lines on the lcd. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.